Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the hcp¿s questions addressed? Did this event occur post-op? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the patient represented in pc-001696402 require re-operation? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number of the stratafix suture?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used for continuous suturing. Post-op, the patient experienced an intestinal obstruction. The patient may have required a reoperation. In the case that resulted in reoperation(a two-stage rectal operation), one month after the operation, the peritoneum and the intestinal tract were fused, resulting in a bowel obstruction, and the patient had to have a reoperation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did this event occur post-op? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Date and name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Rectal resection. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. On what tissue was the suture used? Ascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unk. Were two reverse stitches performed across the incision prior to closure? Unk. Did the patient represented in (B)(4) require re-operation? No. Please describe any medical/surgical intervention required for this suture event including dates and results. Lysis for adhesion in second surgery. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Can you describe the appearance of the stratafix suture during second procedure? Adhere to surrounded tissue widely. What symptoms did the patient experience following the index surgical procedure? Onset date? Adhesion. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk. Lot number of the stratafix suture? Unk.